Event description:
The customer reported that the system locked up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The latest is software version (7.0.59) was loaded and the system was verified to be working as intended and returned to service.